Manufacturer narrative:
Although the lot number associated with this complaint is not known, it is known which lot numbers were shipped to the study site. On 10/21/2016, the results of the review showed that the lots 398, 403, 406, and 412 were correctly processed following product build specifications. The lots were manufactured, inspected, and released per approved calibra procedures. No issues were identified during the processing of the lots. Medical affairs provided a summary of medical reports on 10/21/2016. Information provided to medical affairs consisted of a final report from (B)(6), and operative report from (B)(6), a clinical encounter summary, and a pathology result. A left lower quadrant ultrasound was conducted which revealed no area of shadowing to suggest a foreign body. A CT of the abdomen was conducted without IV contrast and revealed no radiopaque foreign body in the subcutaneous soft tissues of the anterior abdominal wall. The patient underwent surgery for the removal of the alleged foreign body and excisional biopsy of the abdominal wall mass to include full thickness skin. The procedure was done under fluoroscopy. The operative report further states that a ¿presumed tuberculin syringe¿ could not be located within the soft tissues which would not indicate that the alleged foreign body is related to the study device. The pathology report from (B)(6) md concludes a diagnosis of ¿degenerated collagenous tissue and fat necrosis associated with foreign body-type cell reaction in the deep dermis/ subcutaneous tissue, which is likely to be associated with repeated insulin injections. Based on the information provided for review, there is no clinical support which would indicate that a cannula from the study device had become dislodged and remained under the patients¿ skin. No broken piece of cannula or any other foreign body was found either on imaging or even on surgical exploration.

Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 it was reported that the patient was having pain and the patient alleged that a piece of the insertion needle or cannula was left in an insertion site in the left lower quadrant of his abdomen. The patient stated that the pain began 2 -3 months ago. At the time of the report, the patient said the pain was 'severe'. The patient was out of town and could not be seen until (B)(6) 2016 at which time the patient was examined. The examination was negative for skin irritation, erythema, or induration at the site. The patient was unable to identify (palpate) the area where the pain was. An MRI was performed on (B)(6) 2016 and was inconclusive. A CT scan was also conducted on (B)(6) 2016 which was also inconclusive.